Event description:
It was reported that, when the customer took out the gloves, they found a hole in them. The cuff of the right glove was torn in a 4-centimeter hook-shaped tear. The product was not used due to the hole.

Manufacturer narrative:
It was reported that, when the customer took out the gloves, they found a hole in them. The cuff of the right glove was torn in a 4-centimeter hook-shaped tear. The product was not used due to the hole. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.